Manufacturer narrative:
External and internal insulation abrasion was noted at 12.9- 13.3cm from the lead tip. The etfe coating was intact. The etfe coating was abraded at 16.2cm from the lead tip due to internal insulation abrasion. Internal insulation abrasion under the svc shock coil was noted at 23.0-25.8cm and 23.3- 23.9cm from the lead tip. Etfe coating was intact. Externalized conductors due to internal insulation abrasion were noted at 13.0-15.7cm from the lead tip. External and internal insulation abrasion was noted at 8.9-10.1cm from the lead tip. Etfe coating was abraded. These abrasions are consistent with the reported noise.

Event description:
It was reported that the lead was extracted due to non sustained noise. During explant procedure, insulation anomalies were observed, causing electrical arcing when electrocautery was used. It was also reported that in 2008, the sense/pace portion of the rv lead was capped and replaced due to oversensing and suspected fracture.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.